Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue.

Event description:
Customer initial complaint was that the meter not turning on. The issue was corrected by troubleshooting. When customer retest obtain a "lo" blood glucose test results. The customer's expected fasting blood glucose test result range is 80mg/dl-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / not insulin to manage diabetes. The customer have not had any recent changes to diet, medication, or exercise. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/14/2018 and open vial date is within 120 days . The meter memory was reviewed for previous test result history (unable to provide times): (B)(6). Adverse event not reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: strip issue. Correction. Correction of serial #:(B)(4).

Event description:
Customer initial complaint was that the meter not turning on. The issue was corrected by troubleshooting. When customer retest obtain a "lo" blood glucose test results. The customer's expected fasting blood glucose test result range is 80mg/dl-100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication / not insulin to manage diabetes. The customer have not had any recent changes to diet, medication, or exercise. The product is stored according to specification. The test strip lot manufacturer's expiration date is 7/14/2018 and open vial date is within 120 days . The meter memory was reviewed for previous test result history (unable to provide times): 1:lo (B)(6) 2016 01:56:00 pm fasting:yes. 2:lo (B)(6) 2016 n/a fasting:yes. 3:lo (B)(6) 2016 n/a fasting:yes. Adverse event not reported.